Event description:
This is a spontaneous case report received from a lawyer on 23-sep-2016 in the united states, on behalf an adult (>=18y & <65y) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. Shortly after undergoing the essure procedure, an hsg test was performed and plaintiff was advised that one of her essure coils was not in the proper location. Consequently, plaintiff had one essure coil removed. In or around (B)(6) 2012, plaintiff underwent a second essure procedure to implant an essure coil in place of the one that was removed. Shortly after, plaintiff underwent a second hsg test and was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, abdominal pain, abdominal bloating, excessive hair loss, excessive weight gain, a fibromyalgia diagnosis, excessive migraine headaches, metal taste in mouth, anxiety, depression, pain during intercourse, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms but was unable to resolve them. In or around (B)(6) 2016, she underwent a transvaginal ultrasound and was advised that her left essure coil had migrated out of her fallopian tube. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and, after the hysterosalpingogram test, she was advised that one of her essure coils was not in the proper location. Consequently, plaintiff had one essure coil removed and another one was inserted. Approximately, 5 years after insertion procedure, she underwent a transvaginal ultrasound and was advised that her left essure coil had migrated out of her fallopian tube. These both events were seen as device dislocation and are listed in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus, out of the body, a device dislocation into the fallopian tube, migration into abdominal cavity, or can occur as a result of a perforation during insertion. Therefore, given the nature of these events, they were was considered related to essure. This case was regarded as incident since a serious injury was reported for an event related to essure use and also because device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process

Manufacturer narrative:
Follow-up information received on 25-oct-2016: quality-safety evaluation of ptc. The bayer reference number for the ptc report is: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible no specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and, after the hysterosalpingogram test, she was advised that one of her essure coils was not in the proper location. Consequently, plaintiff had one essure coil removed and another one was inserted. Approximately, 5 years after insertion procedure, she underwent a transvaginal ultrasound and was advised that her left essure coil had migrated out of her fallopian tube. These both events were seen as device dislocation and are anticipated in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus, out of the body, a device dislocation into the fallopian tube, migration into abdominal cavity, or can occur as a result of a perforation during insertion. Therefore, given the nature of these events, they were was considered related to essure. This case was regarded as incident since a serious injury was reported for an event related to essure use and also because device removal was required. Other nonserious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of her essure coils was not in the proper location plaintiff had that one essure coil removed.') And device migration ('left essure coil had migrated out of her fallopian tube') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced device migration (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), fibromyalgia ("fibromyalgia"), migraine ("excessive migraine headaches"), dysgeusia ("metal taste in mouth"), anxiety ("anxiety"), depression ("depression"), dyspareunia ("pain during intercourse"), fatigue ("chronic fatigue") and urinary incontinence ("urine incontinence"). The patient was treated with surgery. At the time of the report, the device dislocation, device migration and urinary incontinence outcome was unknown and the medical device discomfort, pelvic pain, abdominal pain, abdominal distension, alopecia, abnormal weight gain, fibromyalgia, migraine, dysgeusia, anxiety, depression, dyspareunia and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, anxiety, depression, device migration, dysgeusia, dyspareunia, fatigue, fibromyalgia, medical device discomfort, migraine, pelvic pain, urinary incontinence and device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: one coil was not in the proper location. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible no specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event was added- urine incontinence. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of her essure coils was not in the proper location plaintiff had that one essure coil removed.') And device migration ('left essure coil had migrated out of her fallopian tube') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) of 2016, the patient experienced device migration (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), fibromyalgia ("fibromyalgia"), migraine ("excessive migraine headaches"), dysgeusia ("metal taste in mouth"), anxiety ("anxiety"), depression ("depression"), dyspareunia ("pain during intercourse"), fatigue ("chronic fatigue") and urinary incontinence ("urine incontinence"). The patient was treated with surgery. At the time of the report, the device dislocation, device migration and urinary incontinence outcome was unknown and the medical device discomfort, pelvic pain, abdominal pain, abdominal distension, alopecia, abnormal weight gain, fibromyalgia, migraine, dysgeusia, anxiety, depression, dyspareunia and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, anxiety, depression, device migration, dysgeusia, dyspareunia, fatigue, fibromyalgia, medical device discomfort, migraine, pelvic pain, urinary incontinence and device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: one coil was not in the proper location. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of her essure coils was not in the proper location plaintiff had that one essure coil removed.') And device migration ('left essure coil had migrated out of her fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervix inflammation. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced device migration (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), fibromyalgia ("fibromyalgia"), migraine ("excessive migraine headaches"), dysgeusia ("metal taste in mouth"), anxiety ("anxiety"), depression ("depression"), dyspareunia ("pain during intercourse"), fatigue ("chronic fatigue") and urinary incontinence ("urine incontinence"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device migration and urinary incontinence outcome was unknown and the medical device discomfort, pelvic pain, abdominal pain, abdominal distension, alopecia, abnormal weight gain, fibromyalgia, migraine, dysgeusia, anxiety, depression, dyspareunia and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, anxiety, depression, device migration, dysgeusia, dyspareunia, fatigue, fibromyalgia, medical device discomfort, migraine, pelvic pain, urinary incontinence and device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: one coil was not in the proper location. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: medical record received. Reporters information, action taken with drug, and medical history were added. There was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.